Event description:
On 08/21/2009, consumer notified kimberly clark of possible mold in kotex security tampon. On 12/16/2009, consumer recontacted kimberly-clark indicating she made initial contact in (B) (6). Consumer complained of nausea, chills, dizziness, rash, and possible toxic shock syndrome (tss). Consumer reported she has seen doctors and is diagnosed with "infectious arthritis" - attacked her joints/muscles, inflamed and had a rash on her body; continues to be achy. Has been on steroids and antibiotics. Has been referred to an infectious disease doctor at the university of michigan hospital because of getting e coli vaginally. On 01/08/2010, consumer sent opened samples and medical records. Review of medical records indicate diagnosis includes vaginitis, polyarthralgia, and other malaise or fatigue.

Manufacturer narrative:
Samples are being inspected. Consumer has follow up with physician.